Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by loose link screws. The screws were replaced.